Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: returned product consisted of an ion stent delivery system (sds). There was not any blood or contrast visible. The distal tip of the sds was damaged. Three struts in the first distal row were bent back distally. There was no other damage to the stent or the sds. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure was treating a restenosed non bsc stent located in the left circumflex (lcx) artery. A 3.0x32mm ion stent was advanced through the severely tortuous left main artery and into the severely tortuous lcx artery, bending the leading edge of the stent struts. The stent was removed and the procedure was successfully completed with another of the same device. No patient complications were reported.